Manufacturer narrative:
Investigational summary: ts has tried reaching out to customer for additional information. Customer has been unresponsive for update on the outcome and offers for additional assistance.

Event description:
False positive: invalids/ false positive on patient sample and controls. 3 instruments. No information on technique used.